Manufacturer narrative:
(B)(4) the customer provided one image showing two guidewires. The customer confirmed that the guidewire which was successfully inserted and not kinked should be disregarded. Visual analysis of the remaining guidewire revealed that it was bent. The customer also returned one guidewire for analysis; the protective tube and advancer were not included. Signs of use were observed. The catheter was not returned. Visual analysis revealed that two kinks along the body of the guidewire. The j-bend was misshapen but remained intact. Microscopic examination confirmed the observed damage and further showed that both the distal and proximal welds were full and spherical. The kinks on the guide wire were located 290mm and 333 mm from the proximal tip. The overall length of the guide wire measured 683mm, which is within the specification of 678mm-688mm per product drawing. The outer diameter of the guide wire measured 0.855mm which is within the specification of 0.838mm-0.877mm per the guide wire product drawing. The guide wire was functionally tested per the product instructions for use (IFU). The IFU provided with this kit instructs the user, "thread tip of catheter over guidewire. Sufficient guidewire length must remain exposed at hub end of catheter to maintain a firm grip on guidewire". The guide wire was inserted through a lab inventory 4fr catheter. The undamaged portion passed through with no resistance. Resistance was encountered at the location of the kinking. A manual tug test confirmed that the distal and proximal welds were secure and intact. A device history record review was performed with no findings to suggest a manufacturing issue. The IFU provided with the kit informs the user, "do not use excessive force when introducing guidewire or tissue dilator as this can lead to vessel perforation, bleeding, or component damage. Do not apply excessive force in placing or removing catheter or guidewire. Excessive force can cause component damage or breakage. If damage is suspected or withdrawal cannot be easily accomplished, radiographic visualization should be obtained and further consultation requested." The report that the guidewire kinked during use was confirmed through examination of the returned sample. The guidewire exhibited kinks at two locations along its body. The guidewire met all relevant dimensional requirements. Functional testing confirmed resistance at the kink locations when passed through a lab inventory 4fr catheter. A device history record review did not identify any manufacturing-related issues. Based on the condition of the guidewire and the report that the damage was observed during use, the likely root cause appears consistent with unintentional use error; however, the probable cause could not be determined without the catheter being returned for evaluation. Teleflex will continue to monitor and trend reports of this nature.

Event description:
It was reported " on (B)(6) 2025, when the doctor remove the swg from the catheter, the resistance was found, and the swg was found kinked. The swg was stuck in the catheter. The catheter was removed together with the swg." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Event description:
It was reported "(B)(6) 2025, when the doctor remove the swg from the catheter, the resistance was found, and the swg was found kinked. The swg was stuck in the catheter. The catheter was removed together with the swg." The user changed to a new set to resolve the issue. There was no patient harm or injury. The patient's current condition is reported as "fine".

Manufacturer narrative:
Qn#(B)(4).